Event description:
It was reported by the patient's mother the patient's pod fell off while she was at school. The pod was applied in the morning and fell off the infusion site (leg) after approximately three hours. The pod site was prepped with alcohol and cavilon spray was applied to prevent the patient from having skin reactions. The patient's blood glucose levels rose to 25 mmol/l (450 mg/dl) while at school. 3 units of insulin was delivered and a new pod was applied for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.